Manufacturer narrative:
Drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes.

Event description:
Reportedly, the center received a remote follow-up highlighting noisy a and vegm, the noisy events occur at the same time on a and v. Can it be lead fractures?